Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead for t-wave oversensing. Also, the patient passed out from ventricular tachycardia that was induced by the device anti-tachycardia pacing (atp) and later the atp and shock from the device terminated the ventricular tachycardia and restored sinus rhythm. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.